Manufacturer narrative:
(B)(4). New information recieved on 22 feb 2016 revealed that the incident happened after one day of use on a patient, not before use as was originally reported. Method: the complaint rt380 circuit was returned to fisher & paykel healthcare in (B)(4) for investigation. The returned device was visually inspected and pressure tested for leak. Results: visual inspection revealed that the collar at the patient end of the expiratory limb was cracked along its length. The pressure test revealed that the circuit exhibited some leak and was out of specification. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: we were unable to determine what has caused the collar to crack, however based on previous investigations the crack is most likely due to the connector being in contact with a chemical solution, resulting in environmental stress cracking. The hospital informed us that the subject circuit passed the ventilator leak test prior to patient use. They further reported that leak occured after one day of use. We can therefore conclude that the damage to the circuit only occurred after a day of use, but was originally functioning correctly. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A healthcare facility in the (B)(6) reported that the y-piece of an rt380 evaqua2 adult breathing circuit was leaking at the swivel after one day of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: we were unable to determine what has caused the collar to crack, however based on previous investigations the crack is most likely due to the connector being in contact with a chemical solution, resulting in environmental stress cracking. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A healthcare facility in the (B)(6) reported that the y-piece of an rt380 evaqua2 adult breathing circuit was leaking. This was found prior to use on a patient.